Event description:
The customer reported that during a "spinal cord stim" procedure, the c-arm lift column would not move up or down. There was a patient on the table, but no injury occurred.

Manufacturer narrative:
The service rep called customer, and found that the c-arm mainframe key was not fully in the "on" position. User cycled key to the standby position, and then back to "on". Lift column movement was restored.